Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer initially called in and stated she keeps receiving meter bg now alarms and when she enters the value it gives her a calibration error alert. During the call, the customer reported she had high blood glucose of 400 mg/dl when trying to calibrate. The customer was advised that her blood glucose must be stable to be able to calibrate. The customer also complained about constantly receiving low glucose alerts. Customer was advised the alert settings could be adjusted.